Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performance and no anomalies were found. The helix was able to be extended and retracted. (B)(4).

Event description:
It was reported that the helix of the attempted right atrial (ra) lead would not extend. The lead was removed and successfully replaced with a new ra lead. No patient complications have been reported as a result of this event.